Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during therapy in the cancer center. When the staff started the infusion, the slide clamp was left "in"/ closed. The pump alarmed for upstream occlusion. The staff cleared the alarm, but did not open the slide clamp. After 1 hour, the staff noticed the bag was still full and the pump had not alarmed again for upstream occlusion. The patient was not injured, but treatment was delayed 2 hours. No additional information is available.